Event description:
During a coil embolization of a middle cerebral artery aneurysm (mca), the trufill dcs (636f00410) stretched and after successfully positioning and detaching the coil in the aneurysm, it was noted the aneurysm ruptured. This was an elective procedure, a coiling of a non-ruptured aneurysm without vessel tortuousity or calcification. The longest diameter of the aneurysm was 8mm; the neck size was unk. This was the third coil being placed through a noncordis microcatheter (mc), an excelsior 1018/boston. A continuous flush was maintained. During initial insertion of the coil into the mc, there was resistance encountered between the coil and mc. While inserting the coil into the aneurysm, the coil stretched. By controlling the mc, the stretched coil was successfully detached in the lesion. It is not known how far into the dome of the aneurysm the mc was placed. It is unk if the tip of the mc caused the rupture. There was a one to one relationship between the coil and delivery system. During an attempt to place the coil, the coil was not partially deployed out of the mc when the mc was being repositioned. The coil was purposely detached after it was inserted into the aneurysm without premature detachment. It was reported that after detaching the coil and performing the angiogram, it was noted that the aneurysm ruptured. An add'l unk coil was inserted to stop the bleeding. Right after the 4th coil was placed, the bleeding stopped; however, one hr later, there was bleeding again and a surgical intervention was required. The estimated percentage of the aneurysm packing after the placement of the fourth coil is unk. No cd or films are available .the pt's status pre-procedure was a grade 0, with an unruptured aneurysm. The pt's neurological status post procedure was grade 4 or 5, unconscious. Add'l info indicated that the pt expired during the third week post procedure. The identified procedural factor of advancing the coil against resistance through the noncordis microcatheter may have caused damage to the coil and contributed to the reported stretching noted during positioning. Advancing the delivery tube against resistance, it may cause damage to the coil. A loss of one-to-one between the delivery tube and coil indicates a stretched or detached coil and the mc and detachable coil system should be removed as a unit. If resistance is encountered during repositioning of a coil that is perpendicular relative to the distal tip of the infusion catheter, the tip of the infusion catheter should be retracted slightly to align the coil with the infusion catheter. It was reported that films of the case are not available; therefore, no conclusion can be made regarding these other possible procedural factors during coil placement that may have contributed to the event.

Manufacturer narrative:
After placing the stretched coil in the aneurysm by controlling the mc, f/u angiogram showed that the aneurysm had ruptured. The manipulations of the mc may have contributed to the reported rupture. It is not known how far into the dome of the aneurysm the mc was placed or if the mc contributed to the event. With the info provided, no conclusion can be made regarding the exact cause of the aneurysm rupture. It is not known if after the rupture was noted and the fourth coil was placed, there was adequate packing of the aneurysm. This may have contributed to the re-bleeding and need for surgical intervention. The IFU warns that incomplete occlusion of the vascular bed may give rise to hemorrhage. The DHR review performed for this lot, (13036920) was extended to the sub-assembly lot (13035065) and results revealed that all requirements were met per the applicable mqp (mfg quality plan). The exact cause for the reported complaint could not be conclusively determined.